Event description:
During an unknown procedure the device did not fire correctly. It produced scissored or criss-crossed clips. New devices were opened until they received a functioning clip applier. There was no patient consequence.